Manufacturer narrative:
Correction: section b1. "Adverse event" should have been selected rather than left blank. Correction: section b2. "Required intervention to prevent permanent impairment/damage (devices)" should have been selected rather than left blank. Correction: section b5. "It was reported that on (B)(6) 2026, the physician capped and replaced the sensing portion of the defibrillation lead." Should have been added instead of "no intervention was reported" on the initial MDR. Correction: section h1. "Serious injury" should have been selected rather than "malfunction". Correction: section h6. "4625. Additional surgery" should have been selected rather than "2199, no health consequences or impact."

Event description:
It was reported that on (B)(6) 2026, the physician capped and replaced the sensing portion of the defibrillation lead. New information received indicated that no abnormalities were noted on the x-ray.

Event description:
It was reported that the right ventricular (rv) lead exhibited noise. No intervention was reported. The patient condition was unknown.

Manufacturer narrative:
Further information was requested but not received.

Event description:
New information received indicated that noise oversensing was noted on the rv lead. The oversensing resulted in pacing inhibition. An x-ray was performed, and no further details were reported. The patient condition was stable.

Manufacturer narrative:
Further information was requested but not received. Correction: section a2 - the patient's age should have been 77 years instead of 76 years.